Manufacturer narrative:
Company representative evaluated the system and there were no problems found. As a preventative measure, the system's wireless transmitter was reprogrammed.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.